Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("very intense pelvic pain") and dyspnoea ("difficulty breathing (need of oxygen)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspnoea (seriousness criterion medically significant), musculoskeletal pain ("joint and muscle pain"), neck pain ("cervical pain"), torticollis ("torticollis"), back pain ("continuous lumbar pain"), vision blurred ("blurred vision"), tinnitus ("tinnitus"), headache ("significant headaches"), amnesia ("memory loss"), depression ("depression"), confusional state ("confusion"), speech disorder ("speech disorders"), metrorrhagia ("brown-colored blood between menstruations"), menorrhagia ("hemorrhagic menstruations"), vaginal discharge ("abundant translucent discharges"), fatigue ("crushing fatigue"), incontinence ("incontinence"), alopecia ("hair loss"), dermatitis allergic ("skin allergies with patches on chest and breasts") with rash macular, dry skin ("dryness of skin,"), dry throat ("throat dry"), mucosal dryness ("dry mucosa"), dizziness ("dizziness"), breast swelling ("swollen breast"), breast pain ("painful breasts"), fluid retention ("water retention"), peripheral swelling ("swelling of limbs"), palpitations ("heart palpitations"), anxiety ("anxiety"), dysphagia ("swallowing difficulty with false passage"), insomnia ("insomnia"), lichen sclerosus ("lichen sclerosus"), vulval disorder ("vulvar shedding"), unevaluable event ("orifice narrowing") and dyspareunia ("painful intercourses") and was found to have weight increased ("weight gain of 10 kg within 2 years"). On an unknown date, the patient experienced visual field defect ("reduced visual field"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspnoea, musculoskeletal pain, neck pain, torticollis, back pain, vision blurred, visual field defect, tinnitus, headache, amnesia, depression, confusional state, speech disorder, metrorrhagia, menorrhagia, vaginal discharge, fatigue, incontinence, alopecia, dermatitis allergic, dry skin, dry throat, mucosal dryness, dizziness, breast swelling, breast pain, fluid retention, peripheral swelling, weight increased, palpitations, anxiety, dysphagia, insomnia, lichen sclerosus, vulval disorder, unevaluable event and dyspareunia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, anxiety, back pain, breast pain, breast swelling, confusional state, depression, dermatitis allergic, dizziness, dry skin, dry throat, dyspareunia, dysphagia, dyspnoea, fatigue, fluid retention, headache, incontinence, insomnia, lichen sclerosus, menorrhagia, metrorrhagia, mucosal dryness, musculoskeletal pain, neck pain, palpitations, pelvic pain, peripheral swelling, speech disorder, tinnitus, torticollis, unevaluable event, vaginal discharge, vision blurred, visual field defect, vulval disorder and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.